Event description:
It was reported that the up button on the patient's infusion device was only functioning intermittently, and the down button was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
No product available to be returned.

Manufacturer narrative:
(B)(6). It was unknown if the initial reporter sent report to the FDA.